Event description:
This patient was receiving an infusion at 10.5 ml/hr. There was a power outage due to a storm. The pump settings were checked and remained the same. One hour later it was noticed tha an increase of 50 ml had infused. It is unclear if it is related to pump failure or outage. The pump is being sent to the manufacturer for testing. There was no apparent change in the patient condition.